Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving dilaudid (15 mg/ml) via an implanted pump. The pump dose was reported as 12.383 mg/day and 4.992 mg/day. The indication for pump use was pancreatitis and non-malignant pain. On (B)(6) 2019 the hcp reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump motor stalled on (B)(6) 2019 and had not recovered. The patient was not feeling well and had diarrhea. The symptoms had come on suddenly. The reporting hcp was planning to contact the managing physician. Additional information was received on 20-aug-2019 from an hcp via a company representative who reported that there were no environmental, external, or patient factors that may have led or contributed to the motor stall. The pump was replaced within a few hours of the physician being notified. The issue was resolved, and it was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive; no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned and analysis identified residue and wearing in the motor gear train. If information is provided in the future, a supplemental report will be issued.